Event description:
It was reported that the patient experienced a shocking or jolting sensation. Reprogrammed was needed and troubleshooting was performed which showed that all impedances were in range and ¿nothing seemed unusual or not working properly.¿ the patient was getting 50% or greater symptom reduction, doing well, and receiving effective therapy. The cause of the event was unknown. Further follow up was conducted. If additional information is received a follow up report will be submitted.

Manufacturer narrative:
Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer. Patient product ID: 97754, serial# (B)(4), product type: recharger. (B)(4).